Manufacturer narrative:
Correction: h.6 medical device problem code - imdrf annex a code was corrected from a150207 to a0510.

Event description:
It was reported that the needle was difficult to separate from the bd venflon¿ pro safety peripheral safety IV catheter and blood leaked out as a result. This occurred with (B)(4) catheters. The following information was provided by the initial reporter: "they are used to use 393224 or 393281 they experience that it is harder to separate the safety device (the needle) from the catheter. They hold the catheter and then withdraw to separate the safety devise needle from the catheter when it is in the patient, they realize it is very hard to do and often there is blood spillage. It is not all product - but several- now they are also aware of this and then whey are very focused on holding the catheter well. But they want to make us aware of the chance they realized."

Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex a grid:(B)(6). H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10

Event description:
It was reported that the needle was difficult to separate from the bd venflon¿ pro safety peripheral safety IV catheter and blood leaked out as a result. This occurred with 5 catheters. The following information was provided by the initial reporter: "they are used to use 393224 or 393281 they experience that it is harder to separate the safety device (the needle) from the catheter. They hold the catheter and then withdraw to separate the safety devise needle from the catheter when it is in the patient, they realize it is very hard to do and often there is blood spillage. It is not all product - but several- now they are also aware of this and then whey are very focused on holding the catheter well. But they want to make us aware of the chance they realized."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was difficult to separate from the bd venflon¿ pro safety peripheral safety IV catheter and blood leaked out as a result. This occurred with 5 catheters. The following information was provided by the initial reporter: "they are used to use 393224 or 393281 they experience that it is harder to separate the safety device (the needle) from the catheter. They hold the catheter and then withdraw to separate the safety devise needle from the catheter when it is in the patient, they realize it is very hard to do and often there is blood spillage. It is not all product - but several- now they are also aware of this and then whey are very focused on holding the catheter well. But they want to make us aware of the chance they realized."